Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: lo mg/dl (which on the system indicates a result of less than 10mg/dl) and 100 mg/dl.